Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) and an external device. The reason for call was patient stated 'this thing is not working. I want to know what's wrong with this. I guess it's a controller or whatever' and stated they were going to call last week about this but didn't. Patient stated they depend on the controller because the first thing they do upon waking up at 8am every day is turning stimulation on, and the last thing they do each night at 10pm before going to bed is turn the stimulation off. Patient stated they were charging the ins and the controller battery started going backwards instead of going forwards. Patient stated now the top battery has a red line and the bottom battery is showing 'terminated' and the bottom battery is full. Patient also mentioned that their back is really bad and they can't walk good or anything without their stimulation working. Patient said they have been having trouble with the equipment for quite some time and they don't know if it's just a bad controller. Patient stated their ins is implanted in their hip and they have difficulties with equipment because they have nobody to help them. It was determined that the patient thought the ins battery level was the top battery percentage, and the bottom battery percentage, the person, was the controller battery. Agent had the patient connect the controller to the ac power supply with the battery pack inserted after resetting the controller. Patient confirmed the controller powered on and the green light was flashing above the screen. When agent reviewed controller battery vs ins battery, patient confirmed the ins was at 100% and the controller was at 0%. Patient confirmed seeing 'battery low, recharge the controller soon' message on controller. Patient then stated that when they press on the controller screen, it will come up halfway and then it will die out and they have to push on it again after maybe two or three times to get it to come back up. Patient clarified it appears that the controller does not respond to their touch like it used to. Patient stated they have noticed this for 'about 2 months or longer.' Agent inquired about controller being wet or dropped, and patient mentioned that they have dropped the controller a couple times, but it has not gotten wet. Patient commented that it takes them a minute to do all of this and referred to not being able to see 'the bar,' which agent understood as the battery percentages due to difficulties with the screen. The issue was not resolved. A replacement controller was sent out. While agent was reviewing pairing new controller/shipping information with patient, patient stated 'I've done this before,' in reference to having equipment replaced in the past, as previously documented. Additional information was received from patient stating they were getting a software problem appearing when they tried to pair the controller to the implant. Agent walked patient through resetting the controller. However, when patient re-inserted the recharger the software message re-appeared. A replacement recharger (rtm) was sent out. Additional information was received from patient stating they still having all kinds of issues. Agent advised to use the correct equipment and patient was using old controller. Agent had patient use newest and patient seeing the pairing new equipment screen. Agent attempted to pair and pt continued to see battery low replace controller device soon. Patient did not detect any damage and attempted resets and patient still saw the battery low replace controller battery soon icon. A replacement battery pack was sent out. Pt mentioned she is having pain and can hardly walk which started today. Additional information was received from patient stating they were still experiencing issues. Patient reported the recharging time still took a long time. Patient reviewed due to all the external equipment being replaced they should follow up with their managing hcp. Patient reported they had been trying to contact them without success. Agent sent an email to the field. Case re-opened due to email response from mdt. Rep. No further action needed. Agent closed case.